Manufacturer narrative:
The impella device was discarded by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient inadvertently pulled on the pump and it came across the valve when walking in the hospital. The patient was stable, however, decision was made to replace the pump due to the malposition.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely patient movement. As per the clinical description provided.